Event description:
The lay user/pt contacted lifescan on sept 19, 2006 and alleged that her one touch ultra meter kept giving the error 2 message upon strip insertion. The medical affairs specialist (mas) was unable to reach the pt after several attempts via phone to obtain further info. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The pt has had the meter for about 3 months. It is not known as to when she started getting the error 2 message and how long she was not able to test her blood glucose. On two days earlier, the pt had taken her morning set amount of 42 units of insulin (70/30). She mentioned that she could not test her blood glucose. However, it is unclear if she had attempted to test that morning. She left for church. Around 10:30am, she started experiencing dizziness and was told that she looked like she was going to have a stroke. Someone at church called paramedics. The pt was told that her blood glucose level was "very low" (paramedics' meter result not provided) and was rushed to the hosp. At the hosp, the hosp meter result was 49 mg/dl. She was placed on IV glucose and was released when her blood glucose result on the hosp meter was "100 something". At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement. However, it was discovered that the date, time, and code were not set correctly. The pt was walked through the meter setting the correct code, date/time. The blood drop icon appeared on the display upon strip insertion and therefore, the error 2 issue was resolved with troubleshooting. Although the issue was resolved, ,the pt was not able to test on the meter at the time of concern and took insulin without knowing her blood glucose level. She experienced hypoglycemia 3 hrs later and was treated at the hosp for low blood glucose. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.